Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be identified although it can presumed that the failure was due to water immersion from the cut area on the cable. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. The event can be detected/prevented by following the warning described as follows in the operation manual: never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to evaluation in b5, there was a leakage. The cable had appearance defects. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus, the high definition (hd) autoclavable camera head displayed white line on screen. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: no image due to a faulty cable.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. During inspection and testing, the allegation of white lines appearing on screen was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.